Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement. No additional adverse patient effects were reported. This lead has not been returned.